Event description:
6/15/00 the lens was rec'd by sunsoft along with the invoice stating that pt needed extended wear lenses-eye has edema. 6/15/00- clinic says pt is fine, there is no injury, edema is mild caused by pt sleeping with the lens on. Pt is wearing a replacement lens successfully. 6/22/00- clinic contacted sunsoft saying that at followup, the edema has not cleared. Clinic has no info (chart not available). Clinic will be contacted friday for more info. 6/23/00-clinic has not spoken to dr. In detail. 6/27/2000 - clinic reports pt is wearing contact lens. Pt has a very mild edema however dr. Does not advise pt to discontinue lens wear since prescription is so high. Pt will return for f/u in three months. Dr has no concerns. The pt has been instructed to shorten wearing time of lenses. Dr did not prescribe any medication.